Event description:
Customer reported the system is displaying collimator errors, an "armed" message, and camera will not rotate. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera drive cable. System operates as intended. This MDR is related to ge healthcare complaint number.